Manufacturer narrative:
(B)(4).

Event description:
It was reported that during pre discharge checkup, the left ventricular lead exhibited loss of capture. It was noted that the lead had dislodged. The lead was explanted and replaced successfully. The patient was doing well and would continue to be monitored with routine follow up.